Event description:
Husband of female, reported pt receiving an 04 (occlusion) alarm while attempting to administer a bolus. He indicated that pt was taken to the hosp due to vomiting profusely and being unable to reduce blood glucose level. Her blood glucose level was 487 mg/dl at the hosp. Her normal range was 80-180 mg/dl. Pt was diagnosed with diabetic ketoacidosis. She was treated at the hosp with insulin drip. Pt also had a flu virus. Husband indicated that pt had a significant amount of scar tissue. He stated that pt was able to disconnect from the device and successfully bolused in the air. Pt removed the cartridge, adapter, and piston rod and the device performed the priming function. He indicated the pt's blood glucose returned to normal and she was released from the hosp. Pt believed the infusion site was in an area of scar tissue. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.